Manufacturer narrative:
Customer reported that a pyxis medstation es system produced a chemical burning smell. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number 03505768. A field service engineer inspected the device and determined that the burning smell was produced by the drawer's solenoid. The solenoid's unexpected malfunction impacted the drawer's controller board and drawer board. No thermal damage observed on the controller boards. The field service engineer replaced drawer board, and controller board to resolve. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis medstation es system produced a chemical burning smell. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device produced a chemical burning smell. A technical support specialist found that drawer 2.1 had multiple issues and confirmed that no thermal damage occurred. Ran windows repair. Replaced the drawer board and controller board and reinstalled all the cubies to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system produced a chemical burning smell. There were no adverse events or injuries reported based on this incident.